Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" condition/error code was identified. The device's circuit board and machine flow sensor were replaced to address the issue. A final report is being submitted. The device passed all final testing. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow-up/supplemental report will be completed.